Event description:
Bypass was instituted and cardioplegia delivery was initiated. There was a high pressure alarm and the cardioplegia pump shut down. The arterial pump also stopped. The perfusionist was unable to reset the arterial pump and could not clear the alarm condition despite the fact that the high pressure condition had resolved. The perfusionist hand cranked and the surgeon performed internal cardiac massage. The arterial line was switched over to a stand - alone pump head and the bypass was resumed. Time off bypass was approximately four minutes. The pt was taken to the ctu in stable condition after the case. Surgeon states that pt is awake and responsive with no apparent complications. Have had similar occurrences in the past with pump shutting down for no apparent reason.

Manufacturer narrative:
Catalog number given above is the s3 system's console base. Roller pumps installed on this base which were involved in the incident are catalog number 10-60-00, (B)(4) (used in arterial position) and (B)(4) (used as cardioplegia pump). Date is based on original phone report of the incident. Written medwatch report was received from the customer on (B)(6) 2005. Cobe field service evaluated the s3 system on (B)(6) 2005 at (B)(6) medical center, but was not able to duplicate the alleged failure. Cable connections and user settings were checked for potential problems and all were acceptable. Circuit boards in both pumps were reseated as a preventive measure. Also, as a preventive measure, cardioplegia display and sensor modules were replaced on this s3 system. A full functional test of the s3 system was performed with no problems found. Finally, cobe field service has provided additional instructions to the involved perfusionist regarding more effective emergency responses to any incident similar to this one (pump stoppage). Even after completion of these steps, it is cobe's understanding that the customer has elected not to use the s3 system on additional cases. Additional info from the user facility report: cobe sorin siii pump; heart-lung machine; (B)(4), model: siii.